Event description:
During preventative maintenance of the device, the field service representative reported that the fitting was deformed. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.